Event description:
It was reported that after uneventful insertion of the iab, blood was noted in the helium tubing. When an attempt was made to remove the iab, resistance was encountered and a cutdown was required. There were no patient complications.